Event description:
Complainant alleged that while analyzing the heart rhythm of a pt the device advised shock for what clinicians believed was a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the prod and this complaint is still under investigation.